Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-14054. It was reported the patient experienced autoreducing wherein the stimulation was decreases by itself causing ineffective therapy. Diagnostics indicated that the leads had high impedances. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.